Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation.the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on radius assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Yellow particles observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional later reported, capsular contracture, baker grade ii. The device has been explanted.